Event description:
The patient¿s family reported that the patient¿s pump ¿popped out¿ out of the patient¿s stomach while driving. Per the reporter this was more than a year ago. The patient also got a staph infection. The patient symptoms, interventions, drug and outcomes were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).